Event description:
It was reported that through a remote merlin.net transmission that the right ventricular lead was exhibiting high impedance. The patient reported experiencing fatigue. In-clinic, a loss of capture was observed. Device reprogramming was performed and acceptable capture and impedance values were obtained. The patient was noted to in good condition following the reprogramming.

Manufacturer narrative:
(B)(4).